Event description:
The eagle eye catheter became stuck on a cypher stent, after manipulation, the eagle eye catheter was removed from the patient safely.

Manufacturer narrative:
Although there was no patient impact associated with this incident, there is a potential for injury should this happen again. This report is being sent as a notification.